Event description:
General report rec'd of multiple undocumented incidences of reactions to intravenous needles. After starting intravenous lines in pts, in 5-6 instances there was noted to be a "red streak in the vein about one inch up from the hub that becomes puffy". The streak was not usually observed until later in the same shift, or on the next shift. One pt had not rec'd anything through the intravenous line, the others had rec'd intravenous fluids, and some, in addition, had rec'd antibiotics. No sign of infiltration; good blood return noted from the intravenous catheter. Catheters removed and replaced. No pt harm reported.